Event description:
Caller reported potential false negative urine hcg results at the medical clinic on 2 pts who had positive home pregnancy and positive blood tests.

Manufacturer narrative:
Investigation pending.